Manufacturer narrative:
Three photos of a 10 ml luer-lok syringe (p/n: 302995) batch 4227326 were received and evaluated. One photo shows the top web side of the package with all applicable product information, and the next two photos with one being a close-up image of the other show one syringe in an unsealed package filled with an unknown red substance most likely blood with a crack in the side of the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the barrel cracked defect is associated with the assembly process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, batch#: 4227326. It was reported that the bd syringe 10ml ll s/c 200 leaked. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. Rn was drawing blood with the IV start and noticed that blood was "dripping from somewhere". She inspected all equipment utilized and noticed then that a crack was in the 10ml syringe she was using to pull back the blood from IV. No exposure. Event date: 11/15/2024, ih#: 32027997, mfg#: 302995, description: syringe 10ml l/l 302995, sample available: no photos are attached, lot#: 4227326.